Event description:
It was reported that the 9900 system intermittently locked up at boot up with a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator backplane was replaced during the service call. The system was tested and found to be working as intended, and put back into service.